Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device distal end cover fell off inside the patient. The facility was not able to retrieve it and reported that the distal end cover will pass through the body naturally from the digestive tract. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to correct coding in the medical device problem code from device fell to detachment of device or device component as well as component coding from cover to tip.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, olympus could not confirm the malfunction as the cover fell inside the patient and could not be retrieved. It was presumed that the distal end cover detached due to it being used without being properly attached and fell off due to friction stress, such as twisting, pushing, pulling the device in body cavity and/or stress by contacting with mouthpiece, during procedure. A definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): user may detect the suggested event by handling device in accordance with the following IFU. Operation - precautions. User may reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU. Preparation and inspection - attaching accessories to the endoscope. Olympus will continue to monitor field performance for this device.